Event description:
Dealer states the chair will not come out of control inhibited. Advised to check mercury switch to see if it has a good connection and jumper the connection to see if it will come out of control inhibit. No injury.